Manufacturer narrative:
Weight - race: unk. This product is not marketed in the us claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2,-13.0/+1.0/003, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a different power lens due to "surgeon has chosen wrong lens power". This exchange resolved the problem. In the reporters opinion the cause of this event was "user error".